Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented an e226 error. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image cannot be displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error 226 was causing no image being displayed, which was due to a disconnection in the rx module. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.